Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The impactor broke.

Manufacturer narrative:
(B)(4).this complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument referenced lot number j1010 confirmed the tip thread of the tip is damaged. A previous investigation found the lead thread of the impactor most likely cross threaded into the cup. This type of damage is typically caused when the item is impacted when not fully threaded into the mating item. The load of the impact is transferred to the threads rather than the shaft. In addition, the date code indicates the instrument was manufactured in october of 2010 and is over 5 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.